Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Has any surgical or medical intervention been performed? 12. Why does the physician believe that the swell was caused by the surgicel powder? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative swelling? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? 16. Has the surgeon been referred to the mir process? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and absorbable hemostat was used. During the surgery for knee osteoarthritis, the absorbable hemostat powder was sprayed into the posterior joint capsule. The wound was closed after cleaning and removal. The product was used on knee joint. A few days later, not only patient's knee but patient's entire leg swelled and hospitalization was extended. The patient is male, 65 years old and 170 cm. Ultimately, after an investigation by an endocrinologist, it was concluded that the swelling could not be caused by anything other than the absorbable hemostat powder. Additional information was requested.